Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a defective r2 reagent probe. The fse replaced the r2 reagent probe to resolve the issue. The fse performed carryover test and ran samples, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high glucose (glu) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.